Event description:
The consumer transferred from her chair to the couch and did not turn the power off on the chair. She allegedly used the arms of the power chair to get off the couch onto the chair and inadvertently hit the joystick forward while getting up. This allegedly caused the chair to run into her leg and put a gaping wound requiring hospitalization.

Manufacturer narrative:
User reportedly was transferring out of their chair with the device powered on. During this transfer, they had inadvertently engaged the joystick. This action commanded the chair to move forward and into their leg, requiring hospitalization. User guides are clear in instructing the device to be powered off during transfers. The chair remains in use; no malfunction apparent. MDR filed based on medical intervention.